Event description:
Reporter stated that they were accidentally stuck with a lancet, which was protruding from the end of the lancet device. Reporter indicated that the lancet appeared to be loose in the holder. No treatment was received. A request was made for the return of the suspect device, and replacement product was shipped.